Event description:
It was reported on 18-may-2026 that the patient's infusion set cannula was bent it led to high blood glucose level to 400 mg/dl and insulin flow blockage. Patient was treated with manual injection and insulin pen. Patient experienced discomfort when using same lot of of infusion sets.

Manufacturer narrative:
MDR 3003442380-2026-35822 / initial 1 of 2. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.